Manufacturer narrative:
H.10 a new related automated impella controller report number was added.

Manufacturer narrative:
Correction: d4 the investigation of the reported failure modes has been completed. The only product returned was the motor housing/cannula with the catheter cut off. Optical sensor issue: data logs were reviewed and the alarms were confirmed. There were no visual abnormalities noted with the optical sensor, though the typical testing of the device could not be conducted since the catheter/patient cable were cut off and not returned. Based on the review of data logs, it is apparent that the console could be responsible for the reported optical sensor issue. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant placed an impella 5.5 to support a patient admitted in and awaiting/bridging to advanced therapies, like a heart transplant. The impella 5.5 was supporting when there were optical signal loss/unreliable alarms. The impella 5.5 has not been explanted as a result and the patient remained on support until successful weaning. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of the two reports. This report represents the pump and the other report represents the automated impella controller. Refer to section h.10 for the related report number.